Manufacturer narrative:
On october 29, 2025, novocure received additional information from the study site. The event end date was updated to (B)(6) 2025 and the outcome of event was updated to recovered/resolved. In addition, vitals and laboratory findings were updated in section b.6. Follow-up information does not affect causality, expectedness, and reportability assessment of the event.

Manufacturer narrative:
On january 27, 2026, novocure received additional information from the study site. Start date of the event was updated to 14-sep-2025 from 26-sep-2025. Did the event subside after interruption or discontinuation of pembrolizumab/placebo field was updated from "blank" to "yes". Concomitant medications were updated in section d10. Prior experienced non-serious details modified in section b7. Follow-up information does not affect causality, expectedness, and reportability assessment of the event.

Manufacturer narrative:
The investigator considered the event of confusion, grade 3/severe in intensity as possibly related to blinded study drug (pembrolizumab or placebo), possibly related to study device, possibly related to temozolomide and not related to study procedure. As per pi the treatment with pembrolizumab/placebo, study device and temozolomide was causing potential pseudo-progression. Also, in the opinion of the investigator, the event was related to primary study condition. The sponsor assessed the event to be not related to study treatments and related to the primary study condition. The event of confusion, grade 3/severe in intensity, is considered as unexpected for pembrolizumab as per the current reference safety information [ib version 24 dated 08-nov-2023], unexpected for study device as per current investigator brochure version 1.0 (19-mar-2024) and expected for temozolomide as per the current reference safety information [tmz uspi for us, tmz pm for canada and tmz pi version 3 for japan]. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma." While enrolled, the patient experienced the serious adverse event of confusion. Baseline magnetic resonance imaging (MRI) on (B)(6) 2025, revealed one enhancing measurable lesion on left side of parietal lobe. On (B)(6) 2025, the subject was randomized into the study. The subject received blinded study treatment (pembrolizumab or placebo) in infusion of volume 138 ml IV first on (B)(6) 2025. This was the last dose before the event. On (B)(6) 2025, the study device was applied at 200khz ttfields in two sequential, perpendicular field directions at a maximal intensity of 707 rms. The last date of study device use before the event was on (B)(6) 2025. The subject received maintenance cycle of temozolomide, cycle 1 at a dose of 150 mg/m2 per day, with total administered dose of 310 mg from (B)(6) 2025. This was the last dose before the event. On (B)(6) 2025, the subject experienced worsening of generalized weakness and intermittent confusion. As per the subject's wife, the subject had generalized weakness and intermittent confusion over the previous two weeks, the subject was unable to finish complete sentences, put on clothes or use the restroom which subject was able to do independently prior. The subject's wife also noted that the subject needed help with ambulation over the previous two days. On the morning of (B)(6) 2025, the subject experienced nausea and vomiting while laying on bed. The subject's wife also stated that the subject had been like this previously due to urinary tract infection. The subject was transported via ambulance to the emergency department due to altered mental status and was admitted for further workup. The CT head was performed on the same day, which showed redemonstration of known gbm lesion as well as significant vasogenic edema. On (B)(6) 2025, an MRI brain was performed which showed an interval increase in the size of the left-parieto-occipital mass which was compatible with known history of gbm. Mild increase of surrounding edema/non-enhancing tumor and worsened mass effect with increased rightward midline shift and brain herniation was also noted. The subject was evaluated by neurosurgery wherein it was mentioned that the subject did not need acute neurosurgical intervention at that time. Per subject's wife, the subject had been compliant with treatments. Vital signs, physical examination and laboratory results were not available at the time of this report. Treatment medications for the event included: keppra (1000mg/oral/bid, ongoing since (B)(6) 2025, for seizures prophylaxis r/t confusion, dexamethasone (1.5mg/oral/once, on (B)(6) 2025) for brain edema and confusion, dexamethasone (4mg/oral/bid, ongoing since (B)(6) 2025) for brain edema related to confusion, ondansetron (4 mg/buccal/prn from (B)(6) 2025) for nausea/vomiting during hospitalization, miralax (17 g/oral/qd from (B)(6) 2025), acetaminophen (1000 mg/IV/ once on (B)(6) 2025). No action was taken with blinded study drug (pembrolizumab or placebo), study device and temozolomide due to this event. On (B)(6) 2025, the subject underwent left occipital craniotomy which showed predominantly radio necrosis with rare microscopic foci of residual glioblastoma. On (B)(6) 2025, the subject was discharged from hospital to acute inpatient rehab. The event was ongoing/not resolved. Prior to the start of this sae, the subject did not experience any relevant serious adverse event and non-serious adverse event of clinical interest (ecis). Subject continued active study participation at the time of this report. The initial information was received on (B)(6) 2025.